Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm noted the cable housing was cracked. The cable input assemblies for ECG and pressure were replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) connector for ECG and blood pressure were not holding the trainer secure. There was no patient involvement, and no adverse event reported.